Manufacturer narrative:
Unit had no button response due to corroded keypad traces. No unexpected scroll bar moving with no input noted. Unable to test for failed battery test alarm due to no button response. Used a test keypad, unit responded properly to button presses. No frozen screen noted. The time advanced during test. Unit had cracked case at display window corner (lower right corner). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.